Event description:
Event description cpi received information that during a procedure to replace this patient's device, an old endotak which had it's rate sensing portion capped, and the shocking portion active back in october of 1996, was also being replaced. While extracting this endotak dsp lead, it was torn apart and the distal coil remained in the right ventrical. A new implantable cardioverter defibrillator and a new endotak dsp lead have successfully been implanted.